Event description:
It was reported that during a routine check, the battery for the cardiosave intra-aortic balloon pump (iabp) battery was not charging. There was no patient involved and no actual or potential harm or death.

Manufacturer narrative:
Due to character limitation in e1- full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4; g1 contact person ¿ mfg site; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields:h6 health effect ¿h6 impact codes; b1. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and fse found both batteries completely discharged. Device began charging once connected to ac power. Both battery bays were confirmed to be functioning. Power activity logs were analyzed. No ac power shows to be have connected two weeks leading up to reported issue. Chassis fan that cools the power supply was cleaned and vacuumed. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.